Manufacturer narrative:
Corrected data: d4 model number, serial number, batch/lot number, expiration date, and UDI number; h4 manufacturing date the reported event of bluetooth (ble) unavailable was confirmed. Based on the review of the information provided, it was determined that the reported incident was caused by the dongle buffer overflow. The device was performing as specified.

Event description:
During a clinic follow-up, a bluetooth (ble) telemetry issue was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.